Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "visible swelling, chronic fatigue, vision changes, joint swelling, hands turning blue, circulatory issues, and weight loss, diagnosed with breast implant illness", considered not device related. This record is for the right side. The device remains implanted.